Event description:
Ferno stretcher used to transport patient has a safety strap to go over patients¿ lower legs. If not placed to prior to stretcher movement, there is a potential for the strap to get caught in the under carriage of the stretcher. This could apply excessive pressure to the patient¿s lower legs. Ambulance staff did a test to recreate what occurred. Unable to recreate event. FDA safety report ID # (B)(4).